Manufacturer narrative:
The device was not available for evaluation. The reported complaint of a mismatch could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed and a probable cause cannot be determined. Lot history review was unable to be completed as lot number was not provided.

Event description:
The event involved a 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro. The customer reported a mismatch of the blue valve on one of the 2 channels of the chemo tree, spontaneously causing a leak of cytotoxic. There was exposure of the cytotoxic to the caregiver. It unknown if there was patient involvement, but harm was not reported as a consequence of this event.